Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the register nurse noted droplets of methotrexate coming from between the texium tip and the safety needle (B)(6) or similar) while giving a subcutaneous injection to the patient. Upon further inspection by the customer, they feel it appeared possible that the needle was over tightened when being affixed to the texium tip and became loose. There was no patient harm.